Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by the customer. Inr reported meet precision criteria. Inratio precision data provided by end-user lot: date: (B) (6) 2010; 1st int = 7.1; 2nd inr = >7.5; 7.5 inr is utilized for purpose of comparison test. Mean = 7.30; sd = 0.28; %cv = 3.87; since 3.87% cv is less than 20%; inratio meter results pass the criteria for precision. No further testing is required at this time. Investigation pending on customer returned product.

Event description:
Caller reported that yesterday meter got inr = 7.1 when nurse tested pt. Per their protocol the pt was tested again using the meter and got an inr = >7.5. The doctor was called and ordered a pill form of vit k. Pt was re-tested today with another meter (not sure if same strip lot was used) and got an inr - 2.x (thinks the x may be 5-7). Pt info: no heparin/lovenox; no cancer/anemia; no aps/lupus; no amiodarone; no autoimmune disease; no antibiotics; no kidney/liver issues. On coumadin for a while and is on because of afib. Nurse running test is long time user and has never seen this before. No signs of bleeding physically and no issues with fatigue at time. No lab draw was done to verify results prior to vitamin k dosage given.